Event description:
It was reported that the patient was seen in clinic on (B)(6) 2022 after developing increased shortness of breath and fluid accumulation in their abdomen. The labs showed elevated lactate dehydrogenase (ldh) and the patient had fluctuations in their ldh in the past. The patient was suspected to have right heart issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: the reported pump exchange on (B)(6) 2021 is captured under related manufacturer report number: 2916596-2021-00940. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had been experiencing right heart failure due to a suspected thrombosis despite a heartmate ii exchange on (B)(6) 2021 and therapeutic international normalized ratio (inr). The patient did not improve with diuretics for right heart failure and was admitted for planned pump exchange, heartmate ii to heartmate 3 scheduled for (B)(6) 2022. A cardiac computed tomography (CT) was done with no evidence of inflow or outflow thrombosis. An echocardiogram revealed that the left ventricular function was moderately reduced. The left ventricle was normal in size. There was a left ventricular assist device (lvad) inflow cannula noted in left ventricle. Fractional area change calculation of the right ventricle (rv) indicated reduced systolic function. The right ventricle was enlarged. There was a pacemaker/ICD lead noted in the right ventricle. There was mild mitral regurgitation. The aortic valve was sclerotic without hemodynamically significant stenosis. Right ventricular systolic pressure was normal. The inferior vena cava was normal in size with respiratory collapse, indicating a right atrial pressure of approximately 3 mmhg. The proximal ascending aorta was dilated. The patient was pulsatile. The patient underwent a pump exchange on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). Additionally, review of the account¿s submitted log file confirmed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between (B)(6), and the reported right heart failure, low flow alarms, and mitral regurgitation as well as a direct correlation between the confirmed thrombus and these reported events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 6¿ from the pump nipple housing. The distal portion of the driveline was not returned. The inlet elbow was returned detached from the pump¿s inlet port. The sealed inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal side of the flex section was returned attached to the inlet tube. The outlet elbow was returned detached from the pump¿s outlet port. The sealed outflow graft was returned detached from the outlet elbow. The sealed outflow graft bend relief was returned attached to the outflow graft attachment hardware with the bend relief collar secured over the bend relief hardware. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Upon disassembly of (B)(6), a thin, tissue-like deposition was observed adhered around the inlet bearing cup. The texture and color of the observed deposition appeared to have been altered by the application of a fixative agent; however, the concentric layering suggested that this deposition developed in this location over an undetermined amount of time while the pump was supporting the patient. Although a specific cause for the development of the deposition and a duration for which it was present within the device could not be determined, this deposition was unlikely to contribute to a flow or functional issue. Further examination of the body of the rotor revealed flat, tissue-like depositions on one of the rotor blades and occluding portions of the three rotor vanes. Areas of these depositions were hard; however, the texture and color of the observed depositions appeared to have been altered by the application of a fixative agent. The lack of laminated layering suggested that these depositions may have originally formed elsewhere; however, their specific origin could not be conclusively determined. Although a specific cause for the observed thrombus formations and a duration for which they were present within the device could not be determined, if these depositions or similar depositions were in the pump during operation, they could have potentially contributed to the report of elevated ldh. Upon removal of the depositions, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 1 of the IFU also addresses all pump parameters and explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition such as hypertension. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Additionally, section 6, under "right heart failure", also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.